Event description:
It was reported that two (2) non-vented high-volume inlets had particulate on the tubing and inside the packaging. The particles were identified during a visual inspection and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Based on evaluation of the reported particulate matter (pm) complaint, this event is determined to conform to a previously identified and well-characterized issue. An investigation has already been performed. The investigation concluded multiple failure modes related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.